Event description:
Pt with history of adenocarcinoma of the right lobe of the lung, admitted with severe left-sided chest pain. Medical management included morphine pca. Pt was getting morphine per a cadd pump. Cadd pump was noted to be working well, and pt was getting prescribed doses. Reservoir volume was going down as expected on (pump) monitor. During administration pump beeped reservoir volume zero, yet upon examination, the old cassette was noted to be full. Pump message stated: "cassette damaged remove cassette". When attempting to remove/replace the old cassette experienced difficulty and was unable to remove cassette. This unsuccessful effort required replacement with a new cadd pump and cassette. The pt experienced no adverse event and reported "better pain control".